Event description:
Customer alleges due to staff error, the resident was allegedly dropped due to the sling attachment strap slipped off of the hook causing the resident to fall out of the sling. Death alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model and serial number/date code are unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer was allegedly dropped and had to be taken to the hospital after the sling attachment strap slipped off of the hook causing the resident to fall out of the sling. The nursing home is not alleging that this was due to defective equipment, but that it was a staff error.